Manufacturer narrative:
This product is registered as a combination product. Sus voluntary event report received with medwatch form no: mw5094326. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to failure.